Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. During visual inspection, it was discovered the pigtail was damaged and had a burnt pogo pin. This unit was un-repairable and was scrapped per customer request. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the unit had a damaged pigtail. While in service, it was discovered that the unit had a burnt component. This reportable issue was discovered while in service, therefore there was no patient involvement.